Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk; unable to perform the occlusion test, prime and excessive no delivery tests due to a33 alarm. However, the insulin pump had normal operating currents, passed a21 error test, self test, and the displacement test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, broken belt clip slot and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The parent of a customer reported via phone call that the insulin pump alarmed compromised force system sensor during a set change. The customer's blood glucose reading was 177 mg/dl at the time of incident. Troubleshooting found that the drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.